Event description:
A ventilator-related event was reported to nkom from medwatch. The ventilator's etco2 alarm activated while the patient appeared to be breathing above their normal respiratory rate. The respiratory therapist observed abnormal ventilator behavior, including intermittent touchscreen display malfunction ("glitching") and repetitive, unintended activation and deactivation of the expiratory hold function. Attempts to cancel the expiratory hold by selecting the on-screen "x" were unsuccessful, as the ventilator did not respond to user input. During the event, the patient experienced oxygen desaturation; however, no serious injury or lasting patient harm was reported. The clinical team prepared to initiate manual ventilation using a bag-valve mask. Before manual ventilation was required, the ventilator spontaneously returned to normal operation without intervention. The ventilator was replaced with another ventilator. Biomedical engineering evaluated the device following the event. Functional testing, operational verification, and extended monitoring of the touchscreen display were performed. The device passed all testing and was found to be operating within manufacturer specifications. The reported touchscreen malfunction and unintended expiratory hold behavior could not be reproduced, and no display abnormalities were observed during evaluation. The device was returned to service following successful testing. This event represents an isolated, non-reproducible ventilator malfunction that resolved spontaneously and could not be confirmed during subsequent evaluation.

Manufacturer narrative:
Nihon kohden orangemed llc will submit a supplemental report if additional information becomes available.